Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿catheter is too short, not able to be inserted far enough". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "cleanse the glans of the penis, from the tip to its base, all round as you have been taught. After washing your hands, sit or lie in the position you have been taught, ready to pass the catheter, and relax. If your doctor or nurse advises, lubricate about the first six inches of the catheter. Holding the penis out from the body at about a 60° angle - or the angle you have been taught, slowly and gently insert the catheter. Sometimes it may be more difficult to pass it through the last part of the urethra before it enters the bladder. A very small change in the angle of the penis and firm but gentle pressure will usually overcome this. If you cannot pass the catheter, relax for a while and try again. If the difficulty persists, contact your doctor or nurse. When the catheter enters the bladder urine will begin to flow, introduce no more than one more inch of the catheter and allow the bladder to empty. Your doctor or nurse will teach you how to ensure your bladder is empty. When the bladder is completely empty and the flow has stopped, slowly withdraw the catheter. If urine begins to flow again, stop until it has ceased. Disposal: handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Do not flush it down the toilet. Wash hands with soap and water. Direction for use - female separate the labia and cleanse from front to back in the way you have been taught. After washing your hands, sit or lie in the position you have been taught, ready to pass the catheter, and relax. If your doctor or nurse advises, lubricate about two inches at the tip of the catheter. Always confirm use of the current revision of this document. Separating the labia, as in 1, insert the catheter slowly into your urethra. Some people find a mirror and perhaps a torch can be helpful to see what they are doing. If you cannot pass the catheter, relax for a while and try again. If the difficulty persists, contact your doctor or nurse. When urine begins to flow out of the catheter, insert about one more inch of the catheter and stop. Make sure that all the urine flows out of the bladder. Your doctor or nurse will teach you how to ensure that your bladder is empty. When the bladder is completely empty and the flow has stopped, slowly withdraw the catheter. If urine begins to flow again, stop until it has ceased. Sterilized using ethylene oxide. Units this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. For urological use only. Do not use if package is damaged. Bard and reliacath are trademarks and/or registered trademarks of c. R. Bard, inc. Single use do not resterilize consult instructions for use."

Event description:
It was reported that when asked to explain why the respondent believed that the intermittent urinary catheter did perform as intended and did not result in the clinical outcome of successful urinary drainage, the respondent stated that the end of the female intermittent urinary catheter was not long enough.